Manufacturer narrative:
The tech investigated and found the bed was functioning properly. No problems found.

Event description:
The account stated the bed will not go into trendelenburg when pushing the boost button.